Manufacturer narrative:
On 10/8/15 integra investigation completed.manufacture date unknown.method: failure analysis, device history evaluation.results:failure analysis - a complaint investigation is not possible as the device has not been returned.device history evaluation - unknown lot, DHR impossible.conclusion:a determination of root cause is not possible as the device has not been returned.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports smoke at the forceps connector level. Bariatric surgery was being performed. Event occurred a few minutes into use, no information available regarding cable and power source. No harm done.